Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xtw, was then prepared per instructions for use (IFU). However, upon insertion of the steerable guide catheter (sgc), it was observed that the first clip was no longer fully attached on the anterior leaflet. It appeared to only be attached to the anterior chordae. The second clip was then inserted and deployed lateral to the first clip, reducing mr to a grade of 2. In the physician¿s opinion, the chordae was also inserted in the clip with the leaflet, which caused the dislodgement. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported slda was due to the pre-existing patient anatomy (posterior leaflet restriction. Heavily chorded leaflets). The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling. Codes removed: health effect- impact code: 2199. Medical device problem code: 4003.

Event description:
Subsequent to the previously filed report, additional information was received: the patient presented with a posterior leaflet restriction, and heavily chorded leaflets. The clip had detached from the anterior leaflet and remained attached to the posterior leaflet. It appeared that the clip was attached to the anterior leaflet chordae. To stabilize the clip, a second clip was deployed, reducing mr to a grade of 2.